Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. X-ray result: intra-op films from revision surgery c4-6 acdf show fracture of plate and screws at c4-5. It is unclear if an interbody graft is present at c4-5 or what the fusion status at c5-6 is. If information is provided in the future, a supplemental report will be issued.

Event description:
Type of procedure or technique used: anterior cervical discectomy and fusion (acdf) levels implanted: c4-6 it was reported that post-op, the implanted plate broke which resulted in non union. Fragments including half of the plate, remained inside the patient. Patient suffered neck/arm pain and the patient underwent revision surgery for the removal of implant.

Manufacturer narrative:
Product analysis result: visual optical microscopic visual and optical inspection confirmed the plate is broke in multiple pieces. According to the event description the remaining piece is still implanted. Microscopic inspection confirmed a fairly flat fracture surface with fracture lip toward the edges of the break. There no evidence of damage that would suggest a defect in manufacturing of the implant. This type of damage is consistent with bend stress overload. If information is provided in the future, a supplemental report will be issued.